Event description:
A territory manager from another company sent an image of a destination sheath. They indicated that the case was a jet-stream case with boston scientific to our terumo field clinical specialist. The procedure was a peripheral angiogram and arthrectomy. The patient was stable and the estimated blood loss was less than 250cc. Additional information was received on 15may2025: the sheath broke on the shaft and the braiding was exposed while in the patient. The vascular surgeon was certain she removed all of the sheath. A second 7fr destination sheath was opened and used without any difficulty.

Manufacturer narrative:
E3: occupation: vascular surgeon. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5 and to provide the completed investigation results. One 7fr ds sheath was returned for assessment at terumo medical corporation. The sheath was subjected to visual analysis. It was separated from the hub, with the coil stretched out in the separated region until it connects with the other half of the sheath. The complaint can be confirmed for sheath separation based on the status of the returned device. The exact root cause could not be determined. The likely root cause of the sheath separation is that the sheath experienced high tensional forces during withdrawal from the patient's femoral artery, causing it to separate. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Additional information was received on 01jul2025: the vascular surgeon used her hands to remove the defective sheath out of the patient. The sheath was intact on the .035 wire already being used for the procedure.